Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, moderately tortuous, distal right coronary posterior descending artery (pda) post successful intervention while the fielder xt was being removed a dissection from the pda into the vein fistula was noted. There was no treatment. The patient condition was noted as stable. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). The analysis was performed by (B)(4): the device was discarded and was not returned for investigation. With the provided information, the relation between the reported dissection and the guide wire could not be determined. The instructions for use (IFU) describes: observe guide wire movement in the vessel. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Coronary artery dissection is listed as one of the possible complications and adverse events.